Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) did not retract the lifeband and displayed a "align patient to continue" followed by "analyzing patient size" message was not confirmed during functional testing and archive review. The platform failed the initialization (power-on-self-test), unrelated to the reported complaint due to a defective processor board, most likely as a result of normal wear and tear or user mishandling, as indicated by the physical damages observed during the visual inspection. The autopulse platform was manufactured in november 2017 and exceeded its expected service life of 5 years. The processor board needs to be replaced to remedy this issue. Upon visual inspection, unrelated to the reported complaint, noticed a cracked front enclosure in the screw well area and the top cover has multiple cracks at the lower corner on the patient's right-hand and left-hand sides. The observed damages appeared to be the characteristics of user mishandling such as a drop. The front enclosures and the top cover need to be replaced to remedy the observed issues. The platform archive data could not be downloaded and therefore, unable to verify the error message. Waiting on the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(6)). Did not retract the lifeband and displayed a "align patient to continue" followed by "analyzing patient size". The messages continue to display on the loop even after the lifeband replacement. No patient involvement.

Manufacturer narrative:
Correction: b5- describe event or problem and h11- additional manufacturer narrative. The reported complaint of the autopulse platform (sn (B)(6)) did not retract the lifeband and displayed "analyzing patient size" followed by "check patient alignment." Message was not confirmed during functional testing and archive review. The platform failed the initialization (power-on-self-test), unrelated to the reported complaint due to a defective processor board, most likely as a result of normal wear and tear or user mishandling, as indicated by the physical damages observed during the visual inspection. The autopulse platform was manufactured in november 2017 and exceeded its expected service life of 5 years. The processor board needs to be replaced to remedy this issue.

Event description:
During the shift check, the autopulse platform (sn (B)(6)) did not retract the lifeband and displayed "analyzing patient size" followed by "check patient alignment." The messages continue to display on the loop even after the lifeband replacement. No patient involvement.